Manufacturer narrative:
Block a1: (B)(6). Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: blocks a1, b5, d1, d4, d6a, g1, h4, h6 (patient and impact codes) and h10 have been updated based on the additional information received on august 24, 2022. Block e1: this event was reported by the patient's legal representation. The implant surgeons are: (B)(6) australia. (B)(6) australia . Block h6: patient code e1405 captures the reportable event of dyspareunia. Patient code e2330 captures the reportable event of pain. Patient code e2401 captures the reportable event of serious injury. Patient code e2326 captures the reportable event of inflammation. Patient code e0123 captures the reportable event of nerve damage. Patient code e0206 captures the reportable event of unspecified mental, emotional or behavioral problem. Impact code f12 has been used in the light of this patient seeking legal recourse for a personal injury related to the device. Impact code f2303 medication required captures incontinence, pain, and psychological medicines. Impact code f2203 imaging required captures MRI to assess pain.

Event description:
It was reported to boston scientific corporation that an obtryx was implanted on (B)(6) 2013. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perin pain; thi pain; oth pain (numerous health conditions / auto immune conditions since implant operation); pain inter; inab inter; incont not pres; rec incont; aggrav incont; damage; psych nonsurgical treatments: on (B)(6) 2013 the patient commenced pain medication: already on file - need to compile a list for the treatment of: to treat pain and incontinence. The patient was treated with incontinence medication. The patient was treated with psychological medication. The patient was treated with other medication (please specify). The patient was treated with physiotherapy treatment (including pelvic floor exercises or training). The patient was treated with topical treatment (including oestrogen cream). Additional information received on august 24, 2022: on (B)(6) 2013, the procedures included cystoscopy, sling (obtryx halo), and urethroplasty. Communication on january 7, 2015 contained the following information: the patient's situation was apparently discussed with the physician and it was indicated that she may be a candidate for a nerve stimulator implant. The patient had a bladder repair with a supportive sling done on (B)(6) 2013 but the patient subsequently developed pelvic to thigh pain which was now chronic and insolvable. The patient also reported lower limb symptoms including right leg swelling and redness, and pain in both thighs. The patient is under the impression that a nerve stimulator would be a bulk-billed procedure. The patient awaits review with local psychiatrist in respect of her pain management and ptsd. Presenting problem: pelvic pain. Past history: the patient had a history of obesity and depression in 1997. The patient's depression was initially post natal, then domestic violence with ptsd, then severe post operative pain (pelvic and legs). On (B)(6) 2013, the patient experienced chronic pain. On (B)(6) 2014, the patient experienced post traumatic stress disorder. On (B)(6) 2014, the patient experienced an insulin resistance syndrome. The patient was reported to be allergic to endep (sedation), lyrica (sedation) and metformin (diarrhoea). The patient's current medications include citalopram 20mg tablet (1 in the morning), metformin 1000mg tablet (1 at midday with meals), nortripyline 10 mg tablet (1 before bed), panadol osteo 665mg tablet (2 twice a day). Communication on march 6, 2015 contained the following information: the patient presented with abdominal/pelvic pain since having a sling repair for stress incontinence in (B)(6) 2013. This time, she has noticed a focal pain in her right groin more than the left, which radiates to the medial aspect of her thigh. On further questioning, she originally woke up with numbness on her left leg and significant pain on her right. This numbness subsequently resolved but unfortunately, the right groin pain became constant while the left groin pain occurs on occasions. She has previously undergone multiple investigations, including an MRI which have shown no obvious pathology. The patient has been treated with physiotherapy without any improvement in her symptoms. She has also been on endep, lyrica and escitalopram, all of which have been unsuccessful. She has recently been given a prescription for cymbalta 60mg but has not started yet. The patient stated that she may be pregnant as she was awaiting her period. The patient was cautioned regarding starting any new medications while this is occurring. The patient's current medication include metformin. Nortriptyline and panadol osteo. Medical history: the patient had type 2 diabetes, obstructive sleep apnoea, asthma, lower segment caesarean section, d&c, and sling surgery. Mental health history: the patient had a history of depression, and ptsd secondary to violence. The patient was reported to be allergic and had adverse reaction to endep, lyrica and metformin. Upon examination, past peripheral nerve conduction studies were unremarkable. The MRI of the patient's pelvis was unremarkable. Neurological review (x2) suggested there was no obvious pathology. On examination, there was tenderness over the distribution of the right more than he left obturator nerve. This was consistent with her symptoms of adductor pain with possible weakness. There were no other findings, other than some mild tenderness over the superior cluneal nerves and sacroiliac joints. Impression: pelvic pain with right groin pain secondary to probable right obturator nerve neuralgia, lower back symptoms consistent with superior cluneal nerve and sacroiliac joint arthropathy (not a major feature of presentation). Possible pregnancy. Management: the physician had a long discussion with the patient regarding possible treatment options. As the patient was unsure that she was pregnant, the physician resisted the urge to suggest some medication changes. The physician also cautioned the patient regarding trialing cymbalta until after her pregnancy has been confirmed or refuted. In the physician's assessment the patient may well benefit from an injection to her right obturator nerve which would certainly confirm or refute the diagnosis. Unfortunately, with the patient's possible pregnancy, the physician was hesitant to do this today. The patient was discussed with possible risks and benefits; however, the patient was unsure whether this was worthwhile. The physician asked the patient to consider this while they are waiting for her pregnancy results. Communication on march 23, 2015 contained the following information: in the physician's assessment, if it were established that the sling placed was in any way directly responsible for the patient's constant pain, then the physician could attempt to remove it. However, that would mean further surgery which would be difficult and the physician could not guarantee that the pain could be cured. The implant physician examined the operation report and it was noted that they did not find anything significant in the patient's bladder upon examination. Communication on april 23, 2015 contained the following information: the patient continued to have abdominal or pelvic pain which was thought to be from her right obturator nerve. The patient was doing well on conservative treatment. The patient has been using moringa oleifera, a natural herbal remedy which was a number of non-steroidal anti-inflammatory-type molecules. The patient has noticed a significant reduction in her pain. The physician did not believe that the patient should go forward for any injections as she was doing quite well. The patient even had some pain free days. At this stage, the physician did not arrange a follow up routinely as the patient appeared quite comfortable with her current level of pain and its management. The patient was cautioned that natural anti-inflammatory drugs as well as steroidal drugs and the cymbalta she has started are relative contraindications during pregnancy. While the patient was not currently pregnant, the patient was advised to cease this once she becomes pregnant.

Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx was implanted on (B)(6) 2013. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perin pain; thi pain; oth pain (numerous health conditions / auto immune conditions since implant operation); pain inter; inab inter; incont not pres; rec incont; aggrav incont; damage; psych nonsurgical treatments: on (B)(6) 2013 the patient commenced pain medication: already on file - need to compile a list for the treatment of: to treat pain and incontinence. The patient was treated with incontinence medication. The patient was treated with psychological medication. The patient was treated with other medication (please specify). The patient was treated with physiotherapy treatment (including pelvic floor exercises or training). The patient was treated with topical treatment (including oestrogen cream).